Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that e224 (scope communication error/no image output) occurred due to the following reasons. According to DHR, there was no problem at the time of shipping, the packing was degraded, and the back side cover and display were fading. It is, therefore, possible that a user performed re-processing that was not described in the instruction manual, so the cable unit malfunctioned. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The customer confirms the event was noted during setup and there was no patient involvement.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of an ¿e224 error message¿ was confirmed due to faulty cable unit. The rear unit was noted to be deteriorated. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, an e224/222 error message was observed and there was no image on the unit¿s display. There was no patient injury reported.